Event description:
This 42-yr-old female underwent a bam with silicone gel breast implants in 1990 at another facility, therefore, the name of the MFR of the implants is not known to this reporting facility. Due to discomfort, the pt desires the implants removed. Gross exam: the right implant is intact. The left implant exudes a sticky, stringy viscous material through the surface under gentle pressure.